Manufacturer narrative:
The investigation for pump did not start has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. F6/f8-should have been left blank in the initial report.

Event description:
The user facility reported a 79-year-old male undergoing coronary artery bypass grafting and aorta repair was implanted with an impella rp device for mechanical circulatory support. While on support, the impella rp triggered an error message upon start up. The automated impella controller (aic) was swapped in an attempt to troubleshoot the issue, however the pump still would not start up. The pump was replaced with another impella rp device to resolve the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.